Event description:
It was reported that during a remote follow up, high pacing impedance was noted on the right ventricular (rv) lead. Abbott technical support was contacted and the high pacing impedance was suspected to be due to fibrosis on the rv lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.